Event description:
On (B)(6) 2013, it was reported that the vns patient experienced laryngeal spasms during their generator replacement surgery due to end of service on (B)(6) 2013. The device was implanted without any issues and one intra-operative system diagnostics test was ran. The resulting impedance was 1888 ohms. The device was programmed on to settings of: output current -1.75 ma/frequency - 30 hz/pulse width - 750 microseconds/on-time - 60 seconds/ off-time - 3 minutes, magnet output - 0 ma/frequency - 60 hz/pulse width - 500micro seconds. After the new generator had been placed while the surgeon was closing the incision site, the patient experienced what was believed to be laryngeal spasms. While the physician did not believe that the vns caused the spasms, he had the device turned off to eliminate the stimulation factor. It was mentioned that the patient had a history of asthma (confirmed not related to vns) and had a lot of mucus in their airways on the day of surgery, but also mentioned the patient had shortness of breath during vns stimulation. While in recovery the physician had the device ramped back up to settings of: output current -1ma/frequency - 30 hz/pulse width - 750 microseconds/on-time - 60 seconds/ off-time - 3 minutes and the patient did not complain of feeling any discomfort. The output current was then increased to 1.5 ma and they seemed to be able to tolerate the increased settings. However, the patient began to get nauseous. The nausea was believed to be solely due to the anesthesia. The physician decided to program the patient's device off until after the nausea subsided and would at that time re-titrate the device.

Manufacturer narrative:
No device failure.